Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was attached to the handle and the firing knobs were not fully retracted. It was reported that the jaws of the device remain closed on tissue and the jaws did not open smoothly as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary resection in a laparoscopic pulmonary surgery, there was no problem until the second firing, and after the third firing. The black return knob was pulled back to the end, but the jaws did not open. The surgery was completed by removing the tissue without opening the jaws and taking a new handle out. When the surgeon moved the reported device to non-sterile field and applied the full force with both hands, the jaws somehow opened, but were very stiff. There was no problem with the firing itself. It was noted that there was the impression that the tissue was a little thick. There was no patient injury.